Event description:
Received free ohc covid-19 antigen self test thru usps (B)(6). The expiration date is 12/30/2024. Why are we receiving test kits that expire in 3 months. The expiration date on test kits at my local pharmacy expire in 2026. Why are we using tax dollars to buy these tests that expire in 3 months?